Event description:
The complaint received states that during an interventional procedure, the distal tip of an outback ltd catheter separated and was retained in the pt. A male pt (age and medical history unk) was admitted for abdominal aortic aneurysm (aaa) repair. Access to the aorta was not possible due to a chronic total occlusion in the right iliac. An outback catheter was used to attempt to cross the lesion, but the outback needle was not long enough to reach the aorta and repeatedly ended up in the left iliac. Due to the excessive torquing to try to reach the aorta, the tip of the outback separated and was retained within the pt. There were no attempts to retrieve the small distal tip since it was in an area of no blood flow and "could not cause harm to the pt". There were no further attempts to cross the lesion and the aaa repair was not performed. The device had been prepped according to IFU and appeared normal prior to use. The physician felt that the cause of the tip separation was the excessive torquing and that there was no outback malfunction. The outback unit was discarded at the hospital.

Manufacturer narrative:
The product was not available for analysis. A review of the mfg route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. The complaint of distal tip separation was investigated. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that vessel, lesion, procedural and handling issues may have contributed to the reported event.